Event description:
This is a case report received through baxter (B)(4) from a patient from (B)(6) with supplemental information from a nurse. Initially the patient contacted baxter technical service for assistance with an unrelated alarm which occurred on a homechoice machine during peritoneal dialysis (pd) therapy. During the conversation, the home patient (hp) stated she just got out of the hospital for an infection (details not provided). The unrelated alarm was resolved over the phone and no clinical consequences for the patient were reported. During follow up, additional information was received from a nurse as follows. The nurse reported, on (B)(6) 2010, the hp began treatment with 1.36% extraneal for automated peritoneal dialysis (apd) therapy. On an unreported date, the hp came to the hospital due to diarrhea, vomiting and cloudy pd fluid. It was reported that on an unreported date, the patient went back home, however, her condition became worse so she was admitted back to the hospital. On (B)(6) 2012, the hp was admitted to st georges hospital where she remained hospitalized until (B)(6) 2012 (date of discharge). On (B)(6) 2012, the hp was diagnosed with bacterial peritonitis. The patient was treated with vancomycin (1.8grams, ip, one time) and ciprofloxacin (500mg, orally, twice daily for 2 weeks). The pd therapy was ongoing. At the time of the report, the hp was using 1.36% viaflo and extraneal (unspecified). On an unreported date the patient recovered from this peritonitis event. The cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up will be submitted.